Event description:
It was reported by costa rica that during service and evaluation, it was determined that the quick coupling device was submerged and there was a liquid leak. It was further determined that the device failed pretest for general condition. It was noted in the service order that there was a gradual deterioration of a metal (such as corrosion, oxidation, and pitting), because of the chemical reactions between the device and the surrounding environment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the device having corrosion, oxidation and pitting was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the liquid leak identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).